Event description:
It is reported the pt was revised due to the linear disassociating from the stem. It was further reported that the event took place following a fall into a wall while handling a pet.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amendedwhen our investigation is complete.